Manufacturer narrative:
The product was returned for investigation and the reported event (intraoperative screw breakage) could be confirmed. The investigation results show that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The investigation with sem shows on the breakage surface the typical flow structures of a ductile torsional breakage/deformed honeycomb structure caused by high torsional loads during the turn in. The investigated failure modes (intraoperative screw fracture) and the related root cause (too high torsional forces) can be attributed to a user related event. The root cause of the failure could have been a too small diameter, a too low deepness of the pilot hole or a too hard bone. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that a smartlock hmmf screw broke in half during a procedure. Half of the screw remains in the patient. Half of the screw will be returned.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a smartlock hmmf screw broke in half during a procedure. Half of the screw remains in the patient. Half of the screw will be returned.